Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was experiencing high blood glucose. The reported blood glucose reading at the start of the phone call was 138 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that she took a manual injection to treat the high blood glucose. During the phone call, the customer stated that she felt like her blood glucose was low. The customer's blood glucose reading was 57 mg/dl at this time. Paramedics arrived on the scene and monitored the customer until her blood glucose was stable. Nothing further was reported.